Event description:
It is alleged that during a case the scalpel/electrocautery instrument was arcing at the wrist, causing the wrist to completely melt. It was reported that there was no injury to the pt.